Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported an infection of the pump was identified "a little bit less than a week" prior to report. The pump was explanted a "couple days" prior to report and the physician was "quite sure" the patient was in baclofen withdrawal syndrome at the time of report. The patient had been on 700 mics but they had programmed the pump to deliver 400 mics in anticipation of explanting it. The patient was also taking 180mg orally at that time. The patient was given 40mg every 4 hours (240mg/day) and in the last 24-48 hours the patient had declined in terms of "arousal". The patient was quadriplegic, so it was difficult to assess other signs. The patient was a bit more spastic than expected. He did not have any signs of rhabdomyolysis and was not hypothermic. Additional information has been requested but was not available as of the date of this report.